Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that restenosis, ischemia and angina occurred. In (B)(6) 2017, prior to index procedure, the subject was treated with synergy stents at the left anterior descending artery (lad). The subject presented with stable angina and was randomized into the agent ide study on (B)(6) 2022. The index procedure was performed on the same day. Coronary angiography revealed occlusion of the synergy stents at the proximal lad. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion #1 was located from proximal lad (cass site #12) to mid lad (cass site #13) and was 25 mm long with a reference vessel diameter of 3.50 mm. The target lesion was predilated with 3.50 mm x 20 mm balloon with 40% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 2.50 mm x 40 mm nc quantum apex study device successfully, with 10% residual stenosis and timi flow of 3. The patient was discharged on aspirin and clopidogrel the same day. On (B)(6) 2024, the subject presented to the hospital with complaints of anginal symptoms and was hospitalized on the same day for further evaluation and treatment. At the time of event the subject was on aspirin and clopidogrel, which were continued. On the same day stress imaging revealed large ischemic area in lad and d1. Diagnostic coronary angiography revealed 70% in-stent re-stenosis due to neo atherosclerosis at the proximal lad and 70% in-stent restenosis at mid lad. The subject was diagnosed with unstable angina and was recommended for revascularization. The 70% in-stent re-stenosis at the proximal lad was treated with a 4.00 mm x 10 mm wolverine cutting balloon, 4.00 mm x 30 mm agent dcb and a 5.00 mm x 15 mm non-boston scientific coronary balloon. Post revascularization the residual stenosis was 0% and thrombolysis in myocardial infarction (timi) flow was 3. In addition to that, the 70% in-stent restenosis at the mid lad (cass site#13, target lesion) was treated with 4.00 mm x 10 mm wolverine cutting balloon. Post revascularization, the residual stenosis was 0% and timi flow was 3. On (B)(6) 2024, the event was considered to be resolved/recovered and the subject was discharged from the hospital with dapt the following day. It was further reported that prior during the index procedure, baseline ECG revealed sinus bradycardia, nonspecific t wave abnormality. The target lesion was predilated with laser atherectomy and 3.50 mm x 40 mm balloon. On (B)(6) 2024, ECG revealed normal sinus rhythm. Timi flow decreased in 1 grade from 3 to 2 at the target lesion.

Event description:
Agent ide study. It was reported that restenosis, ischemia and angina occurred. In (B)(6) 2017, prior to index procedure, the subject was treated with synergy stents at the left anterior descending artery (lad). The subject presented with stable angina and was randomized into the agent ide study on (B)(6) 2022. The index procedure was performed on the same day. Coronary angiography revealed occlusion of the synergy stents at the proximal lad. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion #1 was located from proximal lad (cass site #12) to mid lad (cass site #13) and was 25 mm long with a reference vessel diameter of 3.50 mm. The target lesion was predilated with 3.50 mm x 20 mm balloon with 40% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 2.50 mm x 40 mm nc quantum apex study device successfully, with 10% residual stenosis and timi flow of 3. The patient was discharged on aspirin and clopidogrel the same day. On (B)(6) 2024, the subject presented to the hospital with complaints of anginal symptoms and was hospitalized on the same day for further evaluation and treatment. At the time of event the subject was on aspirin and clopidogrel, which were continued. On the same day stress imaging revealed large ischemic area in lad and d1. Diagnostic coronary angiography revealed 70% in-stent re-stenosis due to neo atherosclerosis at the proximal lad and 70% in-stent restenosis at mid lad. The subject was diagnosed with unstable angina and was recommended for revascularization. The 70% in-stent re-stenosis at the proximal lad was treated with a 4.00 mm x 10 mm wolverine cutting balloon, 4.00 mm x 30 mm agent dcb and a 5.00 mm x 15 mm non-boston scientific coronary balloon. Post revascularization the residual stenosis was 0% and thrombolysis in myocardial infarction (timi) flow was 3. In addition to that, the 70% in-stent restenosis at the mid lad (cass site#13, target lesion) was treated with 4.00 mm x 10 mm wolverine cutting balloon. Post revascularization, the residual stenosis was 0% and timi flow was 3. On 09-sep-2024, the event was considered to be resolved/recovered and the subject was discharged from the hospital with dapt the following day.